Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were entered into the pump by the user during the month prior to (B)(6)2019. User made bolus requests without entering current bg and while still having insulin on board (iob). Additionally, user manually increased bolus amounts from the amount recommended by the pump for carbohydrate and bg values entered. User set temporary basal rates ranging from 70-80% of basal insulin. Cartridge change sequence was completed several times during the date range provided. Bg of 23 mg/dl was entered in the pump by the user on (B)(6)2019. Immediately following, user requested a 2.5 unit bolus for a bg of 237 mg/dl and 35 grams of carbohydrates. Bg of 21 mg/dl was entered in the pump by the user on (B)(6)2019. Immediately following, user requested a 0.19 unit bolus for a bg of 212 mg/dl. The user likely entered the bg value of 23 and 21 mg/dl in error. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) level. Customer did not provide a bg value. Customer did not provide the cause for low bg levels. Customer required assistance administer glucose gel to address low bg levels. Customer declined to provide additional information.